Manufacturer narrative:
The information was revaluated and does not meet the reporting criteria for missing label information. This complaint falls under general dissatisfaction and is not reportable as a result making report 1911916-2019-00187 null and void.

Event description:
It was reported with the use of the posiflush¿ ns filled syringe there was an issue with difficulty scanning the product with the new bar code, 480 syringes.

Manufacturer narrative:
Investigation: three samples were received for evaluation. They were tester with our scanner and all were good, no issues found. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. A root cause could not be determined and the complaint is unconfirmed.

Event description:
It was reported with the use of the posiflush¿ ns filled syringe there was an issue with difficulty scanning the product with the new bar code, 480 syringes.